Manufacturer narrative:
Siemens customer service engineer (cse) completed preventative maintenance, replaced all parts and completed all alignments as required. Cse also replaced fluorometer assay because errors fl1k and fl1e have been occurring. Cse ran system check and calibration on troponin, both passed. Cse also ran troponin controls results and they were in acceptable range. Instrument is operational.

Event description:
Customer reported that quality control (qc) level 1 for troponin was out of range 0.05-0.06 (range 0.0-0.03) on the analyzer. Customer indicated that they did not have a backup instrument and 5 patient results were delayed because samples had to be sent out. There was no report of injury due to this event.